Event description:
A discordant result for ca19-9 was obtained on an advia centaur xp instrument. The result was reported to the physician(s). Later the customer detected that the result was not consistent with a previous result of the same patient. They reran the sample making a manual dilution and received a result that was closer to the previous result. A corrected report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca19-9 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant ca19-9 result was due to the malfunction of the ancillary probe. The fse replaced the ancillary probe. The customer reran all the samples from the date of the discordant ca19-9 result and confirmed that this was the only discordant result. The instrument is performing within specifications. Further evaluation of the device is not required.